Event description:
It was reported by the customer that the pyxis medstation es system drawers were off the bus. The customer reported that this malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined no problem detected. Customer confirmed that the issue has been resolved. The system functioned as intended.